Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).

Event description:
The customer reported that an mx40 is showing inop message "speaker technical fault" and is not making any sound on startup like it should. No patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced audible sound. No issues were found. The customer was provided a replacement device to resolve the issue.